Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving dilaudid 5 mg/ml; 3 mg/day and bupivacaine 20 mg/ml; 17.4 mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2018. It was reported the personal therapy manager (ptm) was not working and had an error code of 8476; motor stall. The ptm was not giving her ¿shots¿. The patient believed she was having withdrawal. The previous night ((B)(6) 2018), the patient kept getting up and going to the bathroom and was sick to her stomach. The patient did not recently have magnetic resonance imaging (MRI). It was unknown if the patient recently encountered a strong static magnet or other electromagnetic interference source. The patient was directed to follow-up with the hcp. The pump was audibly alarming. Per the logs the pump stalled (B)(6) 2018, at 1145 pm and was still in an active stall. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a company representative. The cause of the ptm not giving her ¿shots¿ was determined to be the pump stalled on (B)(6) 2018 at 23:41 pm. The cause of the motor stall was not determined. The pump was replaced on (B)(6) 2018 and will be returned for analysis. The pump was placed at minimum rate. Topical and oral opioids were provided. Patient weight was (B)(6).